Event description:
Boston scientific received information that the patient with this device was shocked thirteen times. Initially, the patient had a true ventricular tachycardia. Anti-tachycardic pacing (atp) was delivered which successfully converted the patient to sinus rhythm. The patient's rate was still in the vt-1 zone and, therefore, the device kept delivering atp. After atp was exhausted, shock therapy was delivered until exhaustion. Technical services discussed programming changes to help prevent further similar episodes. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.